Event description:
Patient was revised to address groin pain and elevated levels of cocr.

Manufacturer narrative:
The devices associated with this report have not been returned for examination. Medical records have been received in response to follow up for additional information. A records review by depuy engineering was unable to conclusively determine a root cause for the report. It was noted in the records this is a highly active patient and the patient has fallen while skiing. Patient x-rays were also requested but none received. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.